Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the external pulse generator was pacing at a high rate while attached to a patient. The customer returned the device to the manufacturer for repair. The device was repaired and calibrated and sent back to the customer. The customer reports that the device is back in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: it was noted that the top case, both keypads and board with dials were replaced and the unit was then calibrated. The interconnect flex was further analyzed. This analysis could not confirm the reported event. Conclusion: no defect found with subassembly. (B)(4).